Event description:
The customer called a company representative from the hospital to find out which insulin pump he was supposed to send back. The customer was reportedly in the hospital for the previous 12 days for an undisclosed reason. It was unknown whether the hospitalization was related to diabetes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.